Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Date of occurrence: 06/25/2024. Nature of dq: fragment of syringe joint in bag during chemotherapy preparation. Circumstances / description: during the preparation of a chemotherapy bag, I notice a fragment of rubber in the chemotherapy bag after the injection of bavencio 800mg. Price of bavencio bag (B)(6) for 800 mg. Precautionary measures and actions taken: the bag was kept at the pui and was not used. Declaration to the manufacturer. The bag is available for analysis if required.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and one IV bag was provided to our quality team for investigation. Upon inspection, a particle is observed within the IV bag. Given the size of the particle, it is not likely to have generated from within the syringe as it is too large to pass through the syringe tip as well as the inlet of the bag. Based on visual characteristics, it is believed to be rubber from the inlet of the IV bag. Unfortunately, we were not able to safely extract the particles, therefore the specific composition cannot be identified at this time. A device history review was performed for the reported lot 2403086, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Six retained syringe samples were used for additional evaluation. All product was inspected, no particles or other foreign matter was observed within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Based on our investigation, we are not able to identify a root cause related to our manufacturing process at this time. The particle is believe to have generated from the IV bag. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.